Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. The gender of the baseline characteristics is male and the baseline age is 56 years old. Without since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison of longevity and clinical outcomes of implantable cardioverter-defibrillator leads among manufacturers. Heart rhythm. 2017; 14(10):1496-1503. Doi: 10.1016/j.hrthm.2017.05.020. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead ¿failures,¿ which included recurrent nonphysiological high rate sensing, sudden pace/sense or high-voltage impedance increase or decrease, sudden or intermittent increase in right ventricular threshold and/or decrease in r-wave amplitude. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the lead failures had previously been reported by the field. No additional information was available. No patient complications have been reported as a result of this event.